Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 3. On (B)(6) 2026, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, increased sensitivity and abscess. No further patient complications were reported.